Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device #1 of 2: reference MFR. Report:1627487-2016-03563. The manufacturer is unable to determine which lead was explanted, hence we are reporting on both leads. It was reported the patient has not been receiving effective stimulation. The patient underwent surgical intervention on (B)(6) 2016 to remove and replace the one remaining inactive lead.